Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a procedure, this right atrial (ra) lead was surgically abandoned due to a product performance anomaly. The ra lead was capped and replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a procedure, this right atrial (ra) lead was surgically abandoned due to a product performance anomaly. The ra lead was capped and replaced with a new lead successfully. No additional adverse patient effects were reported. Additional information was received that indicated this ra lead had exhibited high pacing thresholds which led the physician to perform the revision procedure and capped the lead. No additional adverse patient effects were reported.